Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer had low blood glucose level in the range of 40 to 120 mg/dl. Customer had blood glucose level of 75 and it boost up to 300 mg/dl. Customer had blood glucose level of 82 and 89 mg/dl. Customer declined troubleshooting. The insulin pump will not be returned for analysis.